Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de no lesion with 80% stenosis in the mid left anterior descending artery. After pre-dilatation was performed, a 3.0x38 mm multi-link 8 rx stent system was prepped outside of the patient anatomy prior to use per the instructions for use without any issues noted. The stent system was advanced toward the target lesion and failed to cross due to the angle of the vessel. The stent system was withdrawn and resistance was noted during withdrawal due to the lesion calcification and lesion anatomy. Upon removal, it was noted that the proximal stent struts were flared due to interaction between the stent system and an unspecified guide catheter. Two new shorter non-abbott stent systems were used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material deformation (stent damage) was confirmed. The reported failure to advance and difficult to remove (vessel) could not be replicated in a testing environment as they were based on operational circumstances. The reported difficult to remove from the guiding catheter could not be replicated in testing environment due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.